Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify failed battery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump act button was stuck during fill tubing and the insulin pump was shooting out insulin. The customer¿s blood glucose level was 97 mg/dl at the time of the incident. Customer stated that troubleshooting was performed keypad anomaly. A battery may fail test if it has potential to cause pump to lose power without warning. Customer stated that insulin pump had failed battery. Insulin pump will be returned for analysis.